Manufacturer narrative:
Summary evaluation: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Zip code is not indicated at this time. No further information is expected. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure (bilateral) she never got reading distance vision back and she cannot see at night. There are two medical device reports for this patient. This report is for the right eye. At the consumer's request, the surgeon was not contacted.